Event description:
It was reported the patient died approximately three months after device replacement. The cause of death has been requested and not received. Follow up with clinic later reported patient had end stage renal disease, was on chronic dialysis, and "was a very sick patient." The patient had last been seen by the clinic two months prior to death for a possible pocket infection.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died approximately three months after device replacement. The cause of death has been requested and not received. Follow up with clinic later reported patient had end stage renal disease, was on chronic dialysis, and "was a very sick patient." The patient had last been seen by the clinic two months prior to death for a possible pocket infection. Patient was pacemaker dependent.

Event description:
It was reported the patient died approximately three months after device replacement. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.